Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: g2 (filled "japan" under "other" checkmark.) Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined for this issue to have occurred. The foreign material residue point was confirmed to be free from deformation. The event can be detected and/or prevented by following the instructions for use which state: -detection methods: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿. -prevention methods: instructions for evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign materials exiting from the nozzle. There were no reports of patient involvement.